Event description:
A piece of the working element on a permanent cautery spatula being used in the o.r. Broke off inside the abdomen during a procedure. Piece was visualized and removed. Case continued with a new device.